Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination revealed no evidence of thrombus within the pump. Log file analysis indicated normal pump operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors may have contributed to the reported event and patient outcome. In addition, related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on the analysis of the pump was there were no discrepancies noted that may have caused the reported event and cannot be conclusively determined. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This update does not impact the result of the investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a coordinator that the patient with a chronic systolic heart failure due to icm, was implanted with hvad on (B)(6) 2015. He presented to outpatient clinic on (B)(6) 2016 feeling well with no issues or complaints, urine normal, blood pressure was elevated, ldh 1080 (up from 200), lfts elevated, creatine elevated, inr 1.8. The patient was admitted to hospital and heparin gtt was started rpm: 2640 flow 4.0l power 4.0w. During the course of hospitalization labs remain elevated, urine began to get darker. The decision to exchange hvad on (B)(6) 2016. Hvad to hvad exchange for suspected thrombus, no power spikes was performed, but patient continue to have clinical signs of hemolysis. Thoracotomy approach new hvad (B)(4) rpm: 2620 flow 5.4l power 5.7w. The patient died due to a stroke after pump exchange.